Manufacturer narrative:
The technician replaced the scale board and calibrated the scale to repair the bed.

Event description:
Information received indicates the scale is reading an error 2 due to fluid on the scale board.